Event description:
On (B)(6) 2014, a customer reported an abo mistype when using the galileo neo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument. No patient sample or customer product was returned to immucor for immucor investigation. Immucor field service engineer (fse) visited customer site on (B)(4) 2014 to assess instrument. The fse determined that the instrument was operating within specifications.